Event description:
It was reported that the patient's initial pump would have lasted until (B)(6) 2014, but there was a "problem" where the pump was not putting in all the baclofen it should have been. The pump was subsequently replaced in (B)(6) 2013. The pump system was being used to infuse baclofen, but the reporter thought it was lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8590-1, lot# n105087, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).